Manufacturer narrative:
Exact date unknown, event occured a year ago.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post-operatively and the explanted ipg was discarded.